Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported complaint of the needle started to be thawing even though the system was proceed in freezing was not confirmed as the needle passed all investigative tests and the iceball size was within specification.

Manufacturer narrative:
MDR for the first needle was submitted under MFR # 9616793-2017-00123.

Event description:
It was reported that after the first cycle was completed, the physician started to do freezing for the second cycle. They used two icesphere needles and one of them started to be thawing even though the system was in freeze mode. Although the procedure was completed, the tumor ablation was reportedly not successful. There were no known patient consequences reported.